Event description:
In 2007, the patient was treated with the gore excluder aaa endoprosthesis. A follow-up cta showed that the trunk-ipsilateral leg component side of the device was completely occluded. There was no evidence of device kinking or infolding. Two months later, a re-intervention took place. It was discovered that thrombus was causing the occlusion, and extended from the bifurcation all the way down the right side of the trunk-ipsilateral leg component. The physician performed a thrombectomy and successfully restored blood flow. A clot migrated into the right hypogastric and blocked blood flow. The physician ballooned the artery, and successfully restored blood flow to the hypogastric. The physician does not know why the clotting occurred. A shelf of calcium was visualized at the distal end of the trunk-ipsilateral limb. As a precautionary measure, the physician lined the distal end of the ipsi graft with a 9mm x 57mm expandable stent (brand not known).

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.